Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. There was no reported adverse impact to the customer. Reportedly, the customer did not have backup insulin therapy. Customer technical service advised customer to contact their health care provider.